Manufacturer narrative:
(B)(4). It was reported that heavy calcification was noted in the common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other four proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted in the heavily calcified left common femoral artery (lca) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 6fr and during the evar procedure, the sheath was upsized to a 16fr sheath. Reportedly, a cuff miss occurred with five proglide devices. The evar procedure was completed and hemostasis was achieved with the sutures of two additional proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.